Event description:
Essure device was placed. Have had depression, migraines, osteoarthritis, pain from the device, migration of the device, and weight gain. Hysterectomy scheduled to remove fallopian tubes, uterus and cervix.